Event description:
It was reported that prior to starting a da vinci surgical procedure, a pk dissecting forceps instrument had frayed cables at the distal end. It was identified during set up and not used in case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.